Event description:
It was reported that the right ventricular lead had oversensing and undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had oversensing and undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. A proximal portion of the lead was received measuring 45.5 cm. A distal portion of the lead was received measuring 45.5 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2010. A 4076 lead. (B)(4).

Manufacturer narrative:
(B)(4).